Event description:
It was reported the device was returned for an unknown reason. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal and a damaged remote dose connector. An accuracy test was performed and for functional testing. An unknown issue was unable to be verified or duplicated; however, the dso seal and remote dose connector were revealed to be damaged and replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.